Manufacturer narrative:
The reverenced percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2017-02507. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 2 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. This patient presented to the implanting center with reports of pump stoppages and low speed alarm events. The patient stated using both the ungrounded cable to sleep and batteries during the day, and the alarms only occurred when on batteries. The previous evening, the patient had exchanged the system controller. Pump stoppages continued after the system controller exchange. The patient was asymptomatic. According to the patient, all alarms had been immediately preceded by coughing. A log file review by the technical services representative confirmed a phase to phase short in the driveline with pump stoppages. The patient had a prior driveline replacement. The technical service representative was onsite (B)(6) 2018 for a driveline replacement in the operating room (or). The surgeon suspected an area internally right at the rib bone that looked suspicious on x-ray. The surgeon excised the driveline to expose more of the driveline beyond the suspected damaged area. There was visible shield disruption in the suspected area and the replacement was performed in the or with no issues. No alarms occurred post driveline repair. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the reported pump stoppages and low speed events that were captured in the submitted system controller log file. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2018. Approximately 34 inches of the external portion/distal end of the driveline was returned. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed 8 inches and 29 inches through 31 inches from the metal connector. Breaches in the orange and red wires insulation was found 30.5 inches from the metal connector, breaches in the yellow and green wire insulation was found 30.75 inches from the metal connector, and breaches in the brown, black, and red wire insulation was found 31 inches from the metal connector. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The wires were submerged in a saline solution for high-potential testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short would have caused the low speed/pump stop events captured on the submitted log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.